Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer performed a system check and found that the cartridge was the cause of the occlusion. The customer changed the cartridge, infusion tubing and site. The customer delivered a bolus and the blood glucose (bg) went down to 51 mg/dl. The customer thought there may have been too much insulin delivered as the insulin on board (iob) numbers did not change. The customer drank juice/ milk and took gummy vitamins. The bg returned to target level. Tandem technical support reviewed the pump t:connect data and found that the iob was functioning as intended.